Manufacturer narrative:
Concomitant medical product: product ID 8731sc, serial# (B)(6) implanted: (B)(6) 2010 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 09-sep-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilarid (hydromorphone) 10mg/ml at a dose of "2.4". It was reported that the patient developed signs of withdrawal 3 to 4 days post-pump replacement. He was brought in on (B)(6) 2024 for a catheter dye study. There was difficulty aspirating the catheter and, when dye was injected, it appeared to be pooling around the pump itself. A catheter revision was to be scheduled. Environmental, external, or patient factors that may have led or contributed to the issue were no applicable. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.